Manufacturer narrative:
Pump received with button error alarm and intermittent act button response due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's spouse reported via phone call that customer received a button error alarm and believed it was caused by sweat due to low blood glucose which customer experienced during the night. Customer's blood glucose was 205 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.